Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient had reoccurring stoma site infections that required sulfamethoxazole which resolved on (B)(6) 2023. On (B)(6) 2023, the patient experienced redness, pus and blood from the stoma and was diagnosed with a stoma site infection. The patient was prescribed sulfamethoxazole. On (B)(6) 2023, the symptoms resolved.